Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported that the trocar would not arm. The arming lever would not stay engaged. A new trocar was opened to finish the case. There was no consequence to the pt. 04/22/98 the rep states there will be no further info.